Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a reef hp pta balloon catheter to treat a lesion at a anastomosis of a brachial artery. The lesion was highly calcified, not tortuous with 70% stenosis . The device was inspected before use with no issues noted. Resistance was noted advancing the device to the lesion and excessive force was used . During the 1st inflation the balloon ruptured under 20 atm. The lesion was successfully treated with another high pressure balloon. No clinical sequelae reported.

Manufacturer narrative:
Device evaluation: the balloon was found with a longitudinal burst. No other abnormalities detected on the device image review: four images were returned for review. One of the images show the reef balloon expanding in the artery. There were no images of the reported balloon bursts event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.